Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.

Event description:
New information received notes programming changes were completed. There had been no re-occurrence of post paced t wave oversensing (pptwos). The patient was stable and doing well.